Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis. On (B)(6) 2010, the patient began peritoneal dialysis treatment. On (B)(6) 2010, the patient was hospitalized and started on fortum 250mg ip once daily. On (B)(6) 2010, the patient was diagnosed with peritonitis, and a sample of peritoneal effluent was analyzed and cultured. The culture result was unknown. On (B)(6) 2010, the patient was given a loading dose of vancomycin 2gm intraperitoneal. At the time of reporting, the patient remained hospitalized, the event of peritonitis was resolving and the patient continued taking fortum. The root cause of the peritonitis was unknown. Peritoneal dialysis therapy continued. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.